Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported via facility medwatch# (B)(4) that the device broke. The target lesion was located in the peroneal artery. A 4.0mmx15mmx150cm express® sd renal/biliary drug eluting stent was advanced and successfully deployed to treat the lesion. However during removal of the device, it was noted that the "balloon" broke in half. Another stent was advanced to trap the balloon in the peroneal artery. The procedure was then completed. No further patient complications were reported.